Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced difficulty charging his ipg that is implanted in the thoracic region. Patient indicated that charging the device was only possible if he maintained a certain position. The issue began after the "pattient" lost weight and the ipg was mobile in the pocket (reference MFR report "numebr": 2006705815-2018-02729). Surgical intervention was undertaken on (B)(6) 2018 and the ipg was repositioned and secured in the same pocket. The patient is doing well and the issue is resolved.